Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration after an impact. The recipient still has his device with him and awaiting further information from the clinic to identify the patient. It is unknown if there are plans the patient as of the date of this report, july 31, 2019.